Event description:
The authors of a literature article reported glistenings in 23 patients, between 5 and 7 years after intraocular lens implantation. Glistenings were categorized in 4 degrees (0-3, 3 meaning severe glistenings). The distribution of patients was: 12 degree 1,6 degree 2, 5 degree 3. No effects on visual acuity were reported, the article mentioned there was no correlation between the amount of glistenings and contrast sensitivity and corrected distance visual acuity. The purpose of the study was to compare posterior capsule opacification (pco) and glistenings 5 to 7 years after cataract surgery with implantation of 2 hydrophobic acrylic intraocular lenses (iols) and evaluate the effects on corrected distance visual acuity (cdva) and contrast sensitivity.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough info was provided from the account for further investigation. Citation: change a, et al. Comparison of posterior capsule opacification and glistenings with 2 hydrophobic acrylic intraocular lenses: 5-7 year follow-up j cataract refract surg 2013; 39:694-698. (B)(4).